Event description:
Blood glucose device results were higher than normal (in the 200 mg/dl) and began increasing medication due to readings. It was reported customer went to the urgent care and their device read 104 mg/dl while her device measured 255 mg/dl. Reporter stated no treatment was received. A request was made for the return of the suspect device and replacement product was sent.